Event description:
The manufacturer received information alleging particles in airway from device. Device is noisy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in airway from device. Device is noisy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 02/15/2023 for further evaluation. The device was evaluated on 01/02/2024. There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's product investigation laboratory for further investigation. During investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observes dust/dirt and fibrous contamination, inconsistent with sound abatement foam degradation, throughout the device enclosure and airpath, suggesting that it originated from a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The manufacturer concludes unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Pil can confirm the device powers on and provides airflow.